Event description:
It was reported that the patient underwent a revision surgery between l1-l3. During the revision surgery, the l3 lamina, where a screw was implanted via a cortical bone trajectory, fractured during rod placement. The l3 screw(s) was removed. The procedure was completed without any further incident. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. It is unknown whether this product contributed to the reported event, however, we are filing this MDR for notification purposes.